Manufacturer narrative:
The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). It was reported that post a stenting treatment procedure, a myocardial infarction occurred. At the time of the index procedure, the patient was treated with a 2.5x20mm ion stent in an unspecified vessel. Five days later, the patient was diagnosed as having a myocardial infarction with recurrent ischemic symptoms lasting 10 minutes or more, but no new st elevation, depression or bundle branch block. Cardiac enzymes, angiography and an ECG were performed. Additional information has been requested but is not available.

Event description:
It was further reported that the patient presented for the index procedure due to acute coronary syndrome with ECG changes and a st elevation myocardial infarction (mi). The stent was implanted in the middle left anterior descending artery (lad). Post procedure residual stenosis was 0% with timi iii flow. The patient received a peri-procedural loading dose of the thienopyridine medication clopidogrel 300 mg. Two days later the patient was discharged. Five days later the patient underwent a staged procedure with successful deployment of one drug eluting stent to the second and third obtuse marginal branch. Post procedure residual stenosis was 0%.

Manufacturer narrative:
(B)(4).